Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2011. (B)(4) submitted for adverse event which occurred on (B)(6) 2012.

Event description:
It was reported by an attorney that the patient underwent inguinal hernia repair surgery on (B)(6) 2005 and mesh was implanted. It was reported that the patient had partial removal surgery on (B)(6) 2011 during which the surgeon noted the phs could not be safely removed in its entirety. The area was debrided of necrotic tissues, but the infection continued. It was reported that the patient had removal surgery on (B)(6) 2012 during which the surgeon noted removal of the remaining mesh due to continued mesh infection. It was reported that the patient experienced severe pain, long term infection, abscess, inflammation, nausea, scarring, disfigurement, stress and anxiety. No additional information is provided.

Manufacturer narrative:
In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.